Event description:
Arrival on 14/08, implantation of an icp catheter. Icp value is between 15 to 20mmhg. Another day, the icp value raise to 50mmhg with no changement of the neurological state of the patient. The icp catheter was changed and new value found was 10mmhg.

Event description:
Arrival on (B)(6), implantation of an icp catheter. Icp value is between 15 to 20mmhg. Another day, the icp value raise to 50mmhg with no changement of the neurological state of the patient. The icp catheter was changed and new value found was 10mmhg.

Manufacturer narrative:
The return catheter conforms in terms of pressure. Analysis of customer data shows a pressure peak at 50 mmhg at the end of recording, but no such variations were observed during the investigation. The catheter is find compliant during analysis for functional and visual aspect.